Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to report the results of the legal manufacturer¿s investigation and correction. Updated fields: b5, h3, h4, h6. Corrections to b1, b2, and h1. This event was initially conservatively reported as a serious injury due to the procedure allegedly being prolonged by 30 or more minutes; however, no further information was received from the customer and as initially reported, the patient did not suffer any serious injury or adverse effects from the prolonged procedure, thus correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The h6 medical device problem reported, and other findings would not be likely to cause or contribute to a death or a serious injury if it were to recur. The device was returned to olympus for inspection and the customer¿s allegation was confirmed: angulation was stiff. Olympus determined the following cause: due to wear of angle wire, the play of up/down knob is out of the standard value and the bending angle in up and down direction does not meet the standard value. Based on the results of the investigation, the most probable cause of the complaint is cause linked to device but unable to trace more specifically, which indicates that the problems are traced to the device, but the investigation could not identify the actual root cause of the event. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Event description:
It was reported that during a colonoscopy procedure, the colonovideoscope had a stiff angulation. This resulted to the prolongation of the procedure for more than 30 minutes while the patient was under sedation. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.